Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 7.5, 3.7; (B)(6) 2012, 6.5, 7.5. Patient's therapeutic range: 2.0-3.0 inr.